Manufacturer narrative:
The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) procedure, the patient experienced blurred vision/diplopia. The lens was exchanged for a different lens one month after initial implantation. Complication from intraocular iol / refractive surprise was the clinical reason given for exchange.

Manufacturer narrative:
(B)(4).

Event description:
In the surgeon's opinion, the device caused or contributed to the event and the astigmatism axis flipped postoperatively.